Manufacturer narrative:
The hydrus microstent remains implanted in the patient and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Elevated iop, microstent-iris touch, microstent obstruction, and unplanned secondary ocular surgical reintervention are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The hydrus microstent was implanted in a male patient on an unknown date. On (B)(6) 2021, the surgeon reported that the patient had elevated intraocular pressure (iop) with iris tissue on the inlet of the microstent for which the surgeon performed an nd:yag laser procedure (on an unknown date). On (B)(6) 2021, the surgeon indicated that the patient was scheduled to be seen that week.